Event description:
A healthcare worker experienced burning sensation and irritation with whitening of the skin of their right thumb, and index and ring finger, after they attempted to crush the bi at the white cap area rather than the media ampule site with a cycleaure crusher. The worker rinsed their hands with water, went to the emergency room. The symptons completely resolved in 2 hours. It was reported that the vaporizer plate was in place.